Event description:
Customer called to say that this box of dressings is not sticking to her skin no matter if her skin is dry or wet. She puts the iv3000 on her skin as a barrier dressing to the adhesive of the infusion set. She was taught this technique by her diabetic nurse 7 years ago and she has followed it ever since. It has worked well until this box of dressings. The edges of the dressings start to peel back her needle came out once and her sugar went up to 400 and stayed there several hours. She gave herself a "shot" .

Manufacturer narrative:
Samples rec'd and forwarded to manufacturing site for investigation in 2008. Investigation results will be submitted in a supplement report.